Event description:
Customer reported her sensor glucose and blood glucose readings were off. Customer's blood glucose was 128 mg/dl and her sensor glucose was 78 mg/dl. The customer also stated her insulin pump went into threshold suspend mode. Customer was advised to replace her sensor. No additional information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-30910.